Manufacturer narrative:
Upon investigation returned meter (serial number (B)(4)) would not turn on initially, but operated to specification once an internal electrical component was replaced. Although there was no external damage to the meter, it had been in police custody for several months and further investigation determined the power-on issue to be unrelated to the alleged complaint. The meter was returned with an expired test strip lot 46rk5h and therefore it was investigated with unexpired controlled test strips. Five low and five high control solution tests were conducted. All results were within the range specification and no errors were observed during control solution testing. A device history record (DHR) review was also performed and confirmed the meter was performing according to specifications and met quality standards prior to its release. Review of the meter's data log revealed the following readings for (B)(6) 2013: >27.8 mmol/lat 10:10am, >27.8 mmol/l at 1:51pm, 27.2 mmol/l at 4:16pm, 25.3 mmol/l at 5:44 pm, 20.8 mmol/l at 8:20 pm, 21.0 mmol/l at 10:10 pm, and >27.8 mmol/l at 11:21 pm. Although the date and time stamps don't match the (B)(6) 2013 date reported by the customer, they correlate to the 2:00pm and 10pm readings initially reported. The readings taken at 10:10 am, 1:51pm and at 8:20pm were taken using test strip lot 463w5h, which was not returned for investigation. It should be noted that the incident and the high reading of >27 mmol/l as reported initially, didn't start until 2:00 pm but according to the log the patient was already reading high (>27.8 mmol/l) as early as 10:10 am. Given the above, the complaint is not confirmed. Adc was also informed that the hospital's sr. Bio analyst conducted retraining of staff and reminded them of the importance of following label copy.

Event description:
A healthcare facility reported a patient was admitted to their hospital due to "general weakness". While there he experienced "several strokes" and was being treated for "influenza and severe pneumonia". The patient was transferred to the intensive care unit on (B)(6), 2013. It was further reported that at 2:00 pm on (B)(6), 2013 "a reading of >27 mmol/l was received on the facility's precision xceed pro blood glucose meter", utilizing blood obtained from the patient's arterial line. [This meter is designed to report numeric results between 1.1 mmol/l (20 mg/dl) to 27.8 mmol/l (500 mg/dl).] No concurrent laboratory reading was reported at this time. An intravenous infusion of actrapid (insulin) was started. The patient was simultaneously being treated with high dose ascorbic acid. At 4:00 pm an arterial blood gas was obtained, but "due to an unspecified calibration error (with the facility's abl laboratory diagnostic equipment), no blood glucose was available". At 10:00 pm another glucose test was performed with blood from the arterial line and a reading of 0.9 mmol/l (16 mg/dl) was received from the hospital's abl equipment, which was lower than a reading of 21 mmol/l (378 mg/dl) received from the adc precision xceed pro meter, within 1-2 minutes from the same blood sample.

Manufacturer narrative:
At 4:15 am (B)(6) 2013, the patient became bradycardic, which ultimately resulted in asystole. Resuscitation attempts were undertaken, but after 37 minutes the treatments were stopped and the patient was pronounced dead. The products have been requested back for an investigation. However, in a recent follow-up with the hospital it was reported the device is still with the danish police. A follow-up report will be submitted once additional information is obtained. In follow-up with the hospital it was noted the precision xceed pro meter had passed qc checks on (B)(4) 2013 and, following this event, it was rechecked and again passed the qc check. A review of the precision xceed pro test strip insert concluded that label copy was not followed. Label copy advises against using the device during intravenous infusion of high-dose ascorbic acid, yet according to the report, the labeled recommendations were not adhered to. In addition, the labeling clearly states, "collect venous and arterial whole blood samples in tubes containing heparin or edta and use the sample within 30 minutes. Do not use tubes containing fluoride or oxalate. Caution should be taken to clear the arterial lines before blood is drawn and applied to the test strip". However, in terms of sample preparation, the nurse indicated the arterial line was not properly flushed prior to obtaining a blood specimen and it was not transferred to a tube with heparin or edta and used within 30 minutes. All pertinent information available to abbott diabetes care has been submitted.